Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3004608878-2025-00020 3004608878-2025-00021 a facility reported that the mayfield swivel adaptor (a1018) was used during a posterior lumbar procedure. The surgeon stated that "the pins were not seated correctly". The patient slipped within the pins of the mayfield and a small laceration occurred at the pin site. It is unknown if there was a delay in surgery. Additional information has been requested.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was not returned for evaluation after three good faith effort (gfe) attempts were made; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be determined. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.